Event description:
A report was received that the patient underwent battery replacement due to charging issues. The patient is doing well.

Event description:
A report was received that the patient underwent battery replacement due to charging issues. The patient is doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of difficultly charging was not verified. In the lab, the device could be charged in one charge cycle from its hibernation state. Battery depletion rate was within the expected range. The device passed all the required tests. The device exhibited normal device characteristics.